Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) patient site (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The final implant depth at non-coronary cusp (ncc) was 3.5mm and left coronary cusp (lcc) was 5.5mm. Post-procedure EKG noted a sinus bradycardia and a left bundle branch block (lbbb). No treatment was required. The lbbb was resolved same day. The patient developed a hematoma, manual pressure was held and epi-lido was administered. On the following day, the patient experienced a junctional rhythm, atrial fibrillation, and a pericardial effusion. No treatment was required. On (B)(6) 2026, the discharge ECG noted a lbbb.